Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 3:05pm¿, when she obtained a blood glucose result of ¿458mg/dl¿ on the subject meter, compared to ¿156mg/dl¿ on another meter; it was not clear how much time passed between each result. The patient manages her diabetes with a combination of medications including (metformin and lantus) and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that ¿3 hours¿ after the alleged inaccuracy began she became ¿stressed out¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used and the sample was taken from an approved sample site. Cca noted that the test strip vial was intact; the test strips were stored correctly and within their expiry and the patient did not have control solution to carry out test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.